Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The pt presented with an acute myocardial infarction. The lesion was located in the proximal left anterior descending artery. When the 3.50x20mm liberte' bare metal stent was being removed from the protector sheath, slight resistance was noted and the stent dislodged from the delivery system. The device never entered the pt. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B) (4).